Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was investigated, and a cause for the reported difficult to open or close (gripper actuation) issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. An xtr clip delivery system (cds) was inserted and grasping was performed. However, the physician decided to reposition the clip in an attempt to further reduce mr. When attempting to grasp again, the grippers did not lower. The cds was removed without issues and replaced. Two additional mitraclip were successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.